Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed pump error 37. The insulin pump kept alarming pump error 37 every time they tried to rewind. The customer received a total of 11 pump error 37 alarms. They were not able to rewind the insulin pump. Customer's blood glucose level was around 100 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had operating currents within specification and passed the self-test. The insulin pump alarmed pump error during rewind due to corroded motor home switch. Unable to perform the rewind, seating, basic occlusion, occlusion, force sensor, displacement test, or verify pump error due to pump error. The device had a faded serial number. The device had a missing keypad overlay. The insulin pump had a minor scratched display window and case.